Event description:
Customer reported that the down button on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. The device was received with minor scratched display window and cracked reservoir tube lip.